Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mmx40mmx146cm coyote¿ es balloon catheter was advanced to the target lesion for predilation. The balloon was inflated however it ruptured at 10 atmospheres on the third inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.